Event description:
It was reported that the patient's previous implantable neurostimulator (ins) only lasted a little of two years and was replaced. The patient noted that he could feel stimulation between 1-2 v on the old device. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v345144, serial#, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).